Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Add'l info will be submitted within 30 days upon receipt.

Event description:
The main indication for the intervention was acute mi. Pre procedure troponin was less than two times above the upper normal limit. The target lesion was located in a bypass graft. A 3.50 x 33mm cypher select was deployed. A distal edge type a dissection was noted after the initial stent was deployed. Post-dilation was required due to the dissection and because the stent was not fully expanded. The dissection was covered with a 2.75 x 8mm cypher stent, and the proximal portion of the first cypher was post-dilated. Finally, residual stenosis was 0% with no evidence of edge dissection or side branch compromise. Post procedure troponin was greater than five times above the normal limit. At the one-month follow-up the patient was asymptomatic.